Event description:
Physician placed zilver stent and it migrated to the heart. Placed in a subclavian stenosis. Pt had to go to surgery for retrieval. Please refer to 1820334-2004-00666 for additional info.